Event description:
It was reported that cylinder of this inflatable penile prosthesis was not working as intended, and the device was not inflating. There was a hole in the cylinder. The device was removed and replaced. No patient complications were reported.